Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead and right atrial (ra) lead exhibited high thresholds. It was further reported that the high thresholds were suspected to be due to the patient having a large myocardial infarction. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.